Event description:
It was reported during pacemaker implantation, the programmer touch pen suddenly lost its function. The programmer was restarted and the touch pen reinserted but this was done in vain. Furthermore, a new touch pen had been changed onto the programmer but it still did not work. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the stylus pen is not tracking with overlay screen; overlay found out of electrical specification. Concomitant product: 229047 analyzer (B)(4).